Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The caregiver (cg) did not know how air got into the lines and did not notice any visible damage or abnormalities with the supplies in use. Baxter found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Since the lot number is unknown, no batch review will be performed a follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 and se 2367 which occurred on home choice (hc) during use during initial drain . The baxter technical representative (tsr) had the home patient (hp) cycle power and se 2367 alarmed. The tsr advised the hp to disconnect and restart with all new supplies. The tsr advised the hp to call the registered nurse(rn) in the morning. The hc was operational. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) contacted the caregiver (cg) on (B)(4) 2011 regarding the system error (se) 2240. The cg stated that after starting over with new supplies they were able to resume therapy successfully. The cg did not know how air got into the lines and did not notice any visible damage or abnormalities with the supplies in use. The cg stated that they did not inform the registered nurse (rn) about the alarm. Ps recommended the cg contacting the rn. The cg stated therapy has been going fine for the past two nights. There was no patient injury or medical intervention reported.